Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they had turned the device off because they had been having complications and they are trying to determine if they should have the device removed or not. When asked about the complications, the caller indicated that they have been having problems where if the muscle is achey every one of then and they cannot sleep or sit on it a certain way. They also noted that the stimulation causes and uncomfortable sensation in the vagina, requiring them to keep turning it down to the lowest setting. The caller has tried different programs. They are currently seeing how they do with it turned off. The caller noted that this year it has gotten worse and felt like it was shocking or electrocuting them. They have not had any falls or trauma. The caller was not sure when this began and noted that the therapy did work for a little while after implant. Emailed MRI mode instructions. The caller will continue to work with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.